Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, myocardial infarction, in-stent restenosis, severe coronary artery disease and cardiac insufficiency occurred. On (B)(6) 2013, the patient presented due to myocardial infarction and multi vessel disease and was referred for cardiac catheterization. Angiography revealed a 99% stenosed, de novo and ostial target lesion located in the proximal left anterior descending artery with a lesion length of 15mm and a reference vessel diameter of 3.0mm. It was treated with pre dilatation of an unspecified balloon catheter and a placement of a 3.00 mm x20 mm pe plus stent. Following post dilatation, the residual stenosis was 20%. 1 day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, elevated cardiac enzyme values were noted and an event of mi was reported. The patient was referred for cardiac catheterization. The 99% in stent restenosis located in the proximal lad was treated with pci with 40% residual stenosis. At 7 days post procedure, the event was considered resolved and the subject was discharged. On (B)(6) 2013, the patient presented due to severe coronary artery disease and was hospitalized. The 40% residual stenosis located in the proximal lad was treated with CABG using lima to lad. At 12 days post procedure, the event of severe coronary artery disease was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
Previously it was reported that the in-stent-restenosis (isr) treated in (B)(6) 2013 was located in the proximal left anterior descending artery (lad), now it is reported the isr was a long lesion extending from the left main coronary artery to the proximal lad. Previously it was reported that in (B)(6) 2013 the subject was treated with coronary artery bypass graft (CABG) using left internal mammary artery (lima) to lad, now it is reported the subject was treated with 2 vessel CABG also using a saphenous vein graft (svg) from the ascending aorta to the right coronary artery (rca) continuing to the obtuse marginal branch. It is further reported that in (B)(6) 2013 the subject experienced hyperglycemia, cardiac insufficiency and blockage of rca. The event of hyperglycemia was treated using insulin drips, and obutamine and epinephrine drips were given to treat the event of cardiac insufficiency. The distal rca was treated with balloon angioplasty and placement of an unspecified drug eluting stent (des). Additionally the ostial rca was treated with placement of another unspecified des. The subject experienced atrial fibrillation which was treated medically. The event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Event description:
It was further reported that in (B)(6) 2013, the subject presented emergently with severe chest pressure, shortness of breath, and diaphoresis. Electrocardiogram indicated possible anterior ischemia and the subject was transferred to the enrolling site for further management. In (B)(6) 2013, the subject presented emergently with angina and was transferred to the enrolling site for further evaluation and possible management. The previously noted area of instent restenotic was treated with cutting balloon angioplasty with 40% residual stenosis. The 50% stenosis located in the proximal left anterior descending (lad) artery was treated with cutting balloon angioplasty with 40% residual stenosis. The subject required a balloon pump and intravenous pressors for a short time to support blood pressure due to shock. In (B)(6) 2013 the subject consulted the pi in view of severe coronary artery disease. Coronary artery bypass graft (CABG) was planned in near future. 7 days later, the subject was hospitalized for the previously reported CABG surgery.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).